Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the device alarmed multiple replace battery alarms in 24 hours. Customer's blood glucose was unknown. Customer mentioned it was less than 10 hours after the low battery alarm that the device had alarmed replace battery alarms. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was received with normal operating currents. No unexpected replace battery now alarms in the long trace and pump history noted. The pump had low battery, replace battery and power error 25 alarms confirmed in the long trace. The low battery alarm and replace battery alarm occurred after the pump error 25 alarm was cleared. The detailed trace analysis confirmed the pump alarmed low battery, replace battery and then alarmed pump error 25 when the backup battery unloaded voltage was less than 3.7 volts for consecutive 240 minutes due to non-sleep anomaly software error. The pump had minor scratches on the lcd window, a scratched case, a pillowing keypad overlay and a cracked case behind the pump near the battery tube compartment.